Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection revealed that the tube had disconnected from the chamber. No other test was performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
The category manager of the facility reported to baxter (B)(4) of a dehp free solution administration set with injection site in which the operator observed the joint where the tubing meets the dropper was not fixed in place. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.